Manufacturer narrative:
Due to imdrf harmonization, method, results, and conclusion codes were updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that the battery was replaced on 2012-(B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that patient had their second ins replaced in (B)(6) 2012, two years after implant, almost to the day. It was stated, for some reason, the battery did not last as long as the first ins. No patient symptoms reported. No further complications were reported as a result of this event.